Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited an undersensed beat during a ventricular tachycardia non-sustained (vt-ns) episode. Follow up was conducted and no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.